Event description:
We received an allegation of a display issue with a coaguchek xs meter. The customer stated the display was faded so he put in new batteries. The customer stated the display stayed on the screen; the customer was unable to set the time and date and alleged segments were missing from the results field. Upon completion of a display check, the customer saw "888" but when he released the button the display remained on the screen and the "888" looked like "777." The customer accessed the meter memory and was able to read the result from (B)(6) 2022 of 2.0 inr. This result was questioned as it was at the low end of his therapeutic range of 2.0 ¿ 3.0 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.